Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. DHR review ((B)(4)) product code 129433140, work order (B)(4) was manufactured on 26 aug 2008. 20 parts were manufactured per specification and all raw materials met specification. There were no ncs or deviations associated with this lot. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain and tibial loosening at the cement/implant interface. Depuy cement was used.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).